Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels of up to 402 (mg/dl) for approximately 2.5-3 weeks. Customer changed supplies and administered boluses on the pump to treat bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Cartridges use humalog insulin and are reportedly changed every 3 days. Customer was reminded that humalog is intended for use of up to 48 hours, and recommendation was made to consult with health care provider to discuss diabetes management.